Event description:
Patient undergoing a gastro procedure. Physician deployed clip which did not detach at first. After opening and closing again the clip detached but a small piece of clip broke of in patient's colon. Piece allowed to flush out naturally, no harm to patient.